Manufacturer narrative:
The insulin pump was received button error alarm due to corroded keypad traces. No numbers ramping.

Event description:
The customer reported via phone call that they received a button error alarm and buttons were ramping uncontrollably. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.